Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic lobectomy, the knife moved all the way but did not return to home position at the third firing on the lung parenchyma. The manual override lever was used to return. The surgeon commented it was difficult to open the jaws after the first and second firing. The target tissue was a little thick, so it was compressed fully for a minute before the firing. An echelon flex 45 was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. D4: batch # u5aa4w. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Once the device completed the firing sequence the knife returned home as intended. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.